Event description:
It was reported that on (B)(6) 2024, during routine incoming inspection of a loaner set at the hospital, it was observed that the 3.0 nm, was found to be out of drawing specification. The torque tested high. There was no known patient or hospital involvement. This report is for one (1) ao handle torque limiting3.0nm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history (lot): a review of the receiving inspection (ri) ao handle torque limiting3.0nm, was conducted identifying that lot number was km962084 released in one batch. ¿ batch 1: lot qty of (B)(4). Units were released on 01 may 2024 jan with no discrepancies. Supplier; (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.